Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi sky 600 ceiling lift and passive clip sling. It was stated that at the middle phase of patient's transfer, from a wheelchair to a bed, left leg sling clip detached from the lift spreader bar attachment point. Following information provided, it seems likely that the clip was not correctly attached to spreader bar before transfer begun. As the consequence of the event the resident fell off the sling and sustained fracture to the arm (just above the left shoulder), fracture above the left elbow, fracture to the right finger and slight concussion. Pain during breathing was also reported. The patient was immediately transferred to the hospital where pain medication was provided. On 2020-feb-20 customer's follow-up visit at the hospital was planned. However, the results of that visit remain unknown.